Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Reportedly, bg levels would elevate after cartridge and infusion set changes and the customer had a sinus infection, however, the cause for the reported issue was ultimately unknown. Manual insulin injections were administered to address bg level.